Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment. During pre-dilatation, the lesion did not improve. It was decided to implant the pulsar-18 but the stent could not be released. The device was withdrawn, and another stent was used to finish the procedure.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation confirmed that the stent has been partially released by 26 mm. The distal end of the outer shaft is located about 1 mm proximal to the distal radiopaque marker. The stent is deformed at its distal end and single stent struts have fractured. The length of the remaining proximal stent portion is about 151 mm. Inside the handle, the retractable outer shaft has fractured. The fracture sites are plastically deformed which is indicative for an overload fracture. Moreover, the proximal portion of the inner shaft is compressed. During the investigation, the device was properly flushed, a 0.018 inch reference guidewire could be successfully introduced. In general, the findings indicate that the stent was blocked and pulled against the proximal stent stopper when the outer shaft was retracted. The blockage of the stent was most likely related to uncommonly high friction between the stent and the retractable outer shaft. Review of the production documentation verified that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be identified. The final root cause for the reported event could not be determined.

Event description:
The pulsar-18 peripheral self-expandable stent system was selected for treatment. During pre-dilatation, the lesion did not improve. It was decided to implant the pulsar-18 but the stent could not be released. The device was withdrawn, and another stent was used to finish the procedure.